Event description:
It was reported that a pt mentioned unusual heat in her arms during a left elbow scan with a signa horizon cx mr system. The pt was positioned head first supine with her left arm on her side and her right arm on her belly. Based on hosp follow up with a pt warming questionnaire, it was reported that the pt was padded away from the bore and to prevent skin to skin contact and looping. The hosp received a call the following day from the pt's physician stating that the pt had sustained a second degree burn of approx 3 cm on her right elbow. She was treated with ice and flamazine(medicinal cream) and referred to dermatology. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.